Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away after being admitted to the hospital with erratic blood glucose levels. At one point, the customer's blood glucose levels were as high as 68 mmol/l. It was requested that a company representative go to the hospital to download the insulin pump information. Nothing further was reported.